Event description:
On 6/7/95 attempted to insert midline catheter and had excellent blood return, but when attempting to withdraw guide wire into needle safety tube, the guide wire would not withdraw approximately the last 3 inches and met resistance. When attempting to pull back on guide wire, the catheter came out of the vein. After examining the catheter, it was found that the catheter was defective.